Manufacturer narrative:
This follow-up report is being filed to relay that this report is a duplicate of reports 0001822565-2019-02435 and 0001822565-2019-02436.

Event description:
This follow-up report is being filed to relay that this report is a duplicate of reports 0001822565-2019-02435 and 0001822565-2019-02436.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2019-02537, 0001822565-2019-02538. Concomitant medical products: unknown femoral.. Unknown tibial tray. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent right knee arthroplasty and subsequently the patient is experiencing swelling, six months of pain, and is warm to the touch. Thinks is having an allergic reaction. There is no additional information at this time.